Event description:
A site representative reported that, while in a posterior lumbar interbody fusion (plif) procedure, the surgeon was unable to register the patient. The site representative went back in the software to attempt to adjust the 3d image; re-acquired an anterior posterior (ap) empty image and could then see and adjust the images. After taking and adjusting new ap and lateral images, the surgeon successfully registered the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Troubleshooting took approximately 1 hour to complete.

Manufacturer narrative:
Patient weight is approximate. The decision to file this report was derived from findings of an internal manufacturer CAPA addressing delay of therapy to the patient. A medtronic representative, following up with the site, reported that extensive training on CT + fluoro procedures with the surgeon and staff was completed. The medtronic representative, took a computed tomography (CT) of saw-bones and worked through the entire procedure highlighting software features and general troubleshooting techniques. Site is confident they will not run into the issues experienced in this case. Software investigation finds the software is functioning as designed.